Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during use; no health consequences have reportedly occurred.

Manufacturer narrative:
"It was reported that the self-test of the anesthesia machine was performed as required, and the self-test was shown to have passed on both occasions. While the anesthesia machine was inducing intubation, the anesthesia machine suddenly did not work and stopped running, and the anesthesia machine was immediately replaced to continue the anesthesia induction intubation. Based on the information in the report it was assessed as a reportable event. Our on-site engineer confirmed with the hospital's anesthesia department and replied that it had not reported an adverse event, and the engineer attempted to contact the person who reported the adr event, but there was no answer. The device was manufactured in 2017 and its maintenance and repair status is unknown. Based on the limited information available at this time, the root cause of the event could not be confirmed. Keep monitoring."

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.